Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6) . It was reported that on (B)(6) 2022, a 35mm navitor titan valve was implanted with no reported complications. On (B)(6) 2022, the patient developed acute left gaze deviation which resolved in 10 minutes. Magnetic resonance imaging (MRI) was performed, which showed acute punctate infarcts. The patient was treated with medications. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of acute punctate infarcts one day after the device implant procedure was reported. Information from the field indicated that the patient had a history of chronic lung disease, hypertension, hyperlipidemia, and cardiomyopathy and that the device was functioning as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.